Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis as it remains implanted. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that one day after a right transcarotid artery revascularization (tcar) procedure, the patient experienced left-sided upper extremity weakness and aphasia. Imaging revealed a thrombosed stent with the thrombus extending distal to the stent. The patient was transferred to another facility, where they underwent a thrombectomy. The patient's upper extremity weakness has resolved, but the aphasia has not, and the patient is currently in hospice care. Additional information received indicated that the patient had an underlying condition, but the condition is unknown at this time. At this time, it is unknown if the reported event of thrombosis and an embolic stroke is related to procedural issues, patient resistance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.